Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ delamination: not observed. ¿ calcification: observed, white particles calcification-like on the device. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion, creases, broken on plug strap and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported left side deflation (valve delaminated from shell and valve entrapped in capsule), capsular contracture, baker grade iii, brown seroma, and calcification of capsule. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, delamination, seroma and capsular contracture, baker grade iii.

Event description:
Healthcare provider reported left side deflation (valve delaminated from shell and valve entrapped in capsule), capsular contracture, baker grade iii, brown seroma, and calcification of capsule. The device has been explanted